Manufacturer narrative:
Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during a cataract extraction with intraocular lens implant procedure, the system surged and there was an unstable chamber. The patients sustained a posterior capsule tear (pc tear). An anterior vitrectomy was performed and the intraocular lens was implanted in the capsular bag. Additional information has been requested, but none has been received to date.